Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined to continue system check with tandem technical support, so root cause could not be determined. Customer changed site and resumed insulin delivery. Customer's blood glucose was 291 mg/dl.